Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm unknown valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: corrected data: it was learned that this valve was replaced after an implant duration of 15 years, 9 months due to mitral stenosis. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.